Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an implantable pulse generator (ipg) was interrogated prior to implant and did not have any telemetry. The device was never implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an electrical discontinuity/open with the antenna. The analyst noted that the no telemetry condition was due to a open circuit in the antenna e1. This was determined via hybrid resistance measurements and optical and x-ray inspections. The faulty xe278 antenna (e1) was from lot 6337918.

Event description:
On 2016-05-17: it was further reported that the device was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.